Manufacturer narrative:
The insulin pump had an unresponsive button due to unlocked connector at lcd board. The insulin pump was unable to perform displacement test due to unresponsive buttons. The insulin pump had a cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and dog chew marks.

Event description:
The customer's mother reported via phone call that the insulin pump experienced keypad issues. The customer stated, the none of the buttons were working. The customer's blood glucose was unknown. While troubleshooting, the customer's mother did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.